Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic/latino female patient underwent a breast reconstruction revision surgery with implantation of a 300cc saline mentor smooth round moderate profile implant prosthesis. Post-operatively, the patient experienced a deflation event affecting the left breast prosthesis. As a result, the patient underwent removal and replacement with a 300cc saline mentor smooth round moderate profile prosthesis on (B)(6) 2021.

Manufacturer narrative:
On january 25, 2022, the mentor analysis team received the medical device for evaluation. Furthermore, paperwork that was received with the medical device provided a patient identifier. On february 04, 2022, mentor obtained the patients date of birth. An evaluation was complete on february 08, 2022. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view and extending to the posterior view. Additionally a tear was noted within the crease on the posterior view, measuring approximately 0.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).